Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported the subject device had a stiffness to the control knob when the scope was inside the patient. Though a procedural delay was reported, the customer confirmed that there were no adverse effects to the patient or any medical treatment. The procedure was completed without any impact to the diagnostic outcome of the procedure. The procedural delay is not considered life-threatening, nor did it lead to a permanent impairment in the patient. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. A functional inspection was done to verify the movement of the variable stiffness knob. The videoscope was placed on a body control unit holder as the insertion tube laid on a flat surface as 30 cm of the insertion tube was hanging in the air. The variable stiffness ring was attempted to be rotated from the maximum flexible to the maximum stiffness position and the knob was heavy and hard to turn in both directions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a stiffness to the control knob when the scope was inside the patient. The issue was observed during a diagnostic colonoscopy procedure when the physician was advancing the scope. The physician attempted to adjust the stiffness dial, but it would not turn. Another health professional tried to adjust the dial, but the issue was not resolved. The customer noted this was the first time the scope was used and control was fine when outside the patient. The scope was not coiled to check the tension dial as the customer did not have that problem in the past. The procedure was completed with the same device and with a slight delay due to the angulation issue. No patient harm was associated with this event.